Event description:
Clinical lead rn in cancer center reporting an increase in hypersensitivity reactions and anaphylactic reactions requiring intervention when using alaris sets. Customer not able to validate what the % of increase in reactions is, but states that the increase is "substantial". With previously used sets they report only occassional incidence of hypersensitivity or anaphylactic reactions. Reported that they have used both generic and brand name taxol which does not seem to effect frequency of reactons. For last 30 days thay have reverted back to previous devices and disposables with no reported hypersensitivity or anaphylactic reactions. No ussed sets available for return.